Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for a routine follow-up and complained of experiencing fatigue. Upon interrogation, the pulse generator exhibited backup vvi operation. After a device software download, normal device function resumed. After the download, the patient was doing well.